Event description:
The event is reported as: complaint alleges that the blade is not able to be removed or disengage from stubby handle. When the pt is being intubated and it is not the right size blade, the blade cannot be changed. No pt injury reported.

Manufacturer narrative:
The device sample was not rec'd by the MFR at the time of this report.